Event description:
Related MFR numbers: 2182269-2021-00023; 3005334138-2021-00146; 3008452825-2021-00130; 3005334138-2021-00147. Following the atrial fibrillation procedure, the patient experienced a stroke. The procedure was completed with no issues. One hour after waking up, the patient experienced hemiplegia, and a computerized tomography scan showed a cerebral thrombus. A thrombosuction was performed, and a small piece of plastic was aspirated with the thrombus. The plastic piece was believed to have originated from the agilis introducer. The patient had a small brain bleed following the thrombosuction and was not yet stable. They exhibited disordered vision and speech three days following the event. As of (B)(6) 2021, the patient was stable, but still had some neurological sequelae including temporo-spatial disorientation and disinhibition.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 an event of ¿stroke post atrial fibrillation ablation due to a small piece of plastique in the brain¿ and ¿a small piece of plastic was aspirated¿ was reported. The tacticath se catheter was not returned; however a ring of blackish foreign material was returned. Additional testing including fourier transform infrared spectroscopy revealed the returned substance was identified as a biological material that appeared charred or burned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. How or when the biological material appearance occurred remains unknown.